Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device was not able to boot up due to the defect in the assembly processor pca. Rse confirmed that the problem with the processor pca. The processor pca (453564489071) was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to defect in the processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was determined that the processor pca was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has boot up failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 processor pca with serial number (b9623280251) was returned from failure analysis. The visual inspection results: the processor pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The returned processor board was installed in the dfm100 test fixture and powered on. The screen remained black with no video output. The reported problem was confirmed.